Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacer was received in normal working conditions with battery voltage at end of life (eol). Electrical and mechanical analysis performed, indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current, indicating normal battery depletion

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker was found to have reached elective replacement indicator (eri) earlier than anticipated, indicating premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was stable throughout.